Event description:
It was reported that an implantable pacemaker device exhibited premature battery depletion. Device reached elective replacement indicator within 6 years. A disk analysis was not performed. Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device exhibited premature battery depletion. Device reached elective replacement indicator within 6 years. A disk analysis was not performed. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that an implantable pacemaker device exhibited premature battery depletion. Device reached elective replacement indicator within 6 years. A disk analysis was not performed. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction to field: b5: describe event or problem- device name listed within the event description.